Manufacturer narrative:
Device received intermittent button response due to flattened up (creased) button dome switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the insulin the up arrow button was not working. Customer experienced blood glucose level in the range of 64 to 400 mg/dl. The insulin pump will be returned for analysis.